Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
An olympus field service engineer (fse) reported that during an onsite inspection of the endoscope reprocessor, the water filter had a low pressure reading below 17 psi during the rinse cycle. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned to olympus for inspection; however, a field service engineer (fse) was dispatched to the customer site and confirmed the complaint after finding the issue was the external water filter (far right) had a pressure reading below 17 psi during the rinse cycle. The fse advised the customer to replace the 0.45-micron filter. Additionally, the device cleaning cycle time had increased from 32 minutes to 38 minutes. Olympus will continue to monitor field performance for this device. Updated fields: d9, h2, h4, h6, h11

Event description:
No additional information received from the customer.